Event description:
Dr (B)(6) stated he has a pt who has received a total of seven (7) supartz injections, five (5) last fall and two in (B)(6) from another doctor. Dates and doctor's name not given. For unk reasons, the doctor switched and the pt was given orthovisc. The pt has complained of persistent aches, pains and swelling in the knee. The ability to bend the knee is limited. There is inflammation, the area is warm. The knee has been aspirated (fluid amount not known by dr (B)(6)), however, the pain persists. The fluid is yellow and been sent to a lab for tests. White blood cell count is elevated. A week later, the pt has had minimal benefits. Still walks with an assistance device. She has radiant pain up and down her leg. Dr (B)(6) has two questions. He would like to know if we've had reports of cross reactivity between supartz and orthovisc. Is steroids likely to help in these instances? I explained to dr (B)(6) that mitek has not received reports of any cross reactivity between supartz and orthovisc. Regarding the use of steroids, I would have to consult and would have to arrange a call back with medical affairs. Dr (B)(6) agreed. Contact ended. Updated 02/24/2012: spoke to dr (B)(6) about the above issue; dr (B)(6) agreed to make an immediate call back. We contacted dr (B)(6). Dr (B)(6) explained supartz is derived from rooster combs, orthovisc is put through a purification process so cross reactivity is extremely unlikely in these instances, dr (B)(6) agreed. Dr (B)(6) then asked what is done in these cases? Pt has an elevated white blood cell count, minimal benefits after the knee was aspirated and is bone-to-bone. Can steroids be given to reduce the inflammatory response or saline wash out? Is the standard of care the best approach? Dr (B)(6) agreed the standard care is the best approach, monitor pt as appropriate. Dr (B)(6) indicated he will continue to monitor the pt but did not indicate exactly what he will do other than the pt will not receive anymore orthovisc injections. Dr (B)(6) took dr (B)(6)'s direct line and indicated he would contact dr (B)(6) directly if had add'l questions or concerns. Contact ended. Updated 03/07/2012: dr (B)(6) was not the injecting doctor. He stated he was able to identify cross reactivity in supartz as well as orthovisc. Pt symptoms have subsided on their own, pt is doing fine. No further issues.